Event description:
It was reported that the capture threshold was over 7.5 v and sensing had decreased to 1.5 mv. Cardiac perforation was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.